Manufacturer narrative:
Device evaluation: returned device was received in fair conditon with discoloration and cracking in the tank cover. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown . A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer alarmed overtemp continuously. No patient was involved. There were no adverse effects.